Event description:
The customer called to report high blood glucose levels of 377 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer then noticed that insulin was leaking from the infusion set. The insulin pump was programmed correctly. The customer didn't have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.